Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with cracked case, scratched at lcd window and broken belt clip slot.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.